Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorder it was reported that the doctor was upset that the doctor told him that patient would not be receiving programming at his upcoming clinic appointments. The patient's wife was concerned since patient was staggering when they walk and the arm was shaking. The patient had a right vim lead revision surgery on (B)(6) 2019. The lead revision was because patient was not receiving adequate therapy with the previously placed lead, and a new lead was placed, which resolved the issue. The following morning the patient demanded to be fully programmed so that he no longer has tremor. The patient was programmed to 5.1v, quadripolar per the doctor's instructions. After the programming, the patient reported no side effects and experienced significantly reduced tremor in his left arm. The wife was also worried about the patient's mental health when he feels that the process is not going smoothly. Patient was very worried and it was not good for him. The nurse practitioner called the patient. Patient threatened to sue/air his complaints on social media. The neurosurgeon was made aware of the patient's complaints. The nurse called the patient with the rep present and he was screaming on the phone and threatened to sue the manufacturer and post their complaints on social media. The nurse told the patient that the neurosurgeon would not be doing his programming, and that he needed to see his movement disorder neurologist for programming. The patient was scheduled to get help with programming by an area movement disorder neurologist.